Event description:
It was reported that a large volume infusor had a black mark on the filter. This malfunction was identified after the device was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured on july 28, 2014 ¿ july 29, 2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.